Event description:
It is reported by a mitek rep that during a rotator cuff repair that a portion of a mitek clear cannula's dam broke off into the joint space. The broken portion was retrieved and there was no adverse event to the patient.